Event description:
Pt diagnosed with right mandibular cancer, which eventually required mandibular plate stabilization and mandibular free flap reconstruction. On 11/17/97 examination by the pt's physician revealed a loose microvascular plate. On 11/20/97 pt underwent surgery to remove loose portion of the plate. The remainder of the plate is still in place.